Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange); conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.95mm)] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -9.5 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018, the lens was exchanged with a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found the haptic torn/broken/bent/deformed and the haptic was caught with vial cap. (B)(4).